Event description:
It was reported that 'the lead couldn't meet the electrode part of the implantable neurostimulator, so its resistance showed 4000 ohms.' It was determined that the lead was broken. It was replaced.

Manufacturer narrative:
Analysis of the lead revealed that all four lead conductors were broken 20.6 cm from the distal end of the lead. This coincided with impressions on the outer insulation indicating the location of a twist lock anchor. All the circuits were open.